Manufacturer narrative:
Device passed sleep current measurement and displacement test. Device received with failed battery alert and high active current due to j6 connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump did not receive a low battery alert prior to the replace battery alert. The customer¿s blood glucose levels as 9.9 mmol/l. The customer reported that this was second occurrence that they did not receive a low battery alert prior to the replace battery alert. The customer was reported that the insulin pump was overheating and had failed battery test. The customer was advised that the insulin pump needed to be replaced and may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.